Manufacturer narrative:
It was reported that the ventilator was not working. The ventilator was investigated by our field service engineer on-site and the ac/dc converter was found defective and replaced which solved the issue. No replaced parts has been returned to manufacturer for technical investigation. No log files has been provided. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the compressor was not working. There was no patient harm. Manufacturer ref.#: (B)(4).